Event description:
The manufacturer received information alleging a patient expired while on a ventilator. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device's downloaded event logs were reviewed. The device event logs include every keypress, alarm, or failure of the device to remain within specifications. On the reported day of the event, (B)(6) 2016, the event logs indicate the ventilator was operating on battery power and the device shut down due to depleted batteries. The event logs confirm the device alarmed appropriately to alert the caregiver that the batteries were depleting/depleted. The manufacturer concludes the device operated and alarmed as designed and the reported adverse event was due to user error.